Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response has been received from the customer. Therefore, the repair activity and final disposition are unknown. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator powered on by itself and then would not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme tested and reported 118 alternating current (ac) volts went to the power supply and no 24 direct current (dc) volts went to the power management (pm) printed circuit board assembly (pcba). The rse advised replacement of the user interface (ui) pcba. Customer will order the ui pcba and power supply.